Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stenting procedure performed (B)(6), 2010 ((B)(6) female; weight unknown). According to the complainant, after crossing the stricture, the stent would not fully deploy. The physician attempted to recapture the stent for removal, but was unable to fully reconstrain the stent. The physician removed the stent and completed the procedure successfully with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) (partial deployment). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Other text : device not returned - disposed of.